Manufacturer narrative:
Correction: b3 date of event was corrected from 4/02/2025 to 2/02/2025. Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 12 complaints, regarding 13 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that misuse (including reuse) of multifunction electrodes, use of compromised or altered product, and/or failure to follow product instructions may result in patient burns, inadequate delivery of therapy, and/or loss of ECG trace quality. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the 2001z, adult/child = 10 kg radio-transparent electrode, device was being used on (B)(6) 2025 during a cardiac arrest procedure when it was reported ¿when patients defibrillator pads were removed there were visible raised red marks? Burns. Escalated to dr on call and a/w plan. Pt states they are sore. Pt had defib pads on for 24hrs, 6 vt/vf cardiac arrests, 7 shocks in total. Acutely unwell.¿. Further assessment found that the patient was diagnosed with a first-degree burn on the left side and upper right chest. No treatment required, monitored only. The patient was discharged and well. The procedure was completed without the use of an alternate device. There was no report of medical intervention or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the 2001z, adult/child = 10 kg radiotransparent electrode, device was being used on (B)(6) 2025 during a cardiac arrest procedure when it was reported ¿when patients defibrillator pads were removed there were visible raised red marks? Burns. Escalated to dr on call and a/w plan. Pt states they are sore. Pt had defib pads on for 24hrs, 6 vt/vf cardiac arrests, 7 shocks in total. Acutely unwell.¿. Further assessment found that the patient was diagnosed with a first-degree burn on the left side and upper right chest. No treatment required, monitored only. The patient was discharged and well. The procedure was completed without the use of an alternate device. There was no report of medical intervention or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.